Manufacturer narrative:
Upon follow up it was reported the patient experienced three internal blood leaks (previously reported as an external blood leak) during treatment with a revaclear 300 dialyzer. Initially it was reported that three events involving three patients occurred (MFR report # 3006552611-2019-00005 and MFR report # 3006552611-2019-00006). However, it was clarified that three events occurred with one patient. The three events occurred on the same treatment day. It was reported there was a total blood loss (for all three events) of less than or equal to 100cc. There was no report of patient injury or medical intervention associated with the events. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. A blood leak test was performed, and passed. No visible leak was observed. The sample passed all additional inspection for manufacturing components. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 300 dialyzer an external blood leak was observed. The event occurred during use (no further details). There was no patient injury or medical intervention associated with this event. No additional information is available.